Event description:
The account alleged, the foot brake/steer pedal was loose. He re-inserted the bushing and tightened the nut for the linkage but now when he tries to set the brake, it takes a large amount of pressure and if the bed is shaken, the brake will pop out.

Manufacturer narrative:
Repairs have not been completed.